Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine and dilaudid via an implanted pump for non-malignant pain. It was reported that the patient had not had medication in the pump since about 2021-2022 because they were overdosed at that time. It was reported the patient was in acute care facility for five months and had to relearn how to walk because of the overdose. The patient also mentioned they found out they were allergic to morphine because that was the medication put in the first pump.